Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The complainant¿s experience could not be replicated or confirmed due to the returned state of the device. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure: lap chole. Event description: best information so far: "clip appliers x 2 misfired and cut through the cystic duct." I have not been able to talk to the surgeon who was using the clip appliers at the time of the complaint. I will make it a priority to see him and gather information about his experience. Nothing has been reported to me (clinical impact to the patient as a result of the event). I don't have that information at this time (how the user resolved the situation). Unknown if other instruments were used. Intervention: ni. Patient status: nothing has been reported to me.

Event description:
Name of procedure: lap chole. Event description: best information so far: "clip appliers x 2 misfired and cut through the cystic duct." I have not been able to talk to the surgeon who was using the clip appliers at the time of the complaint. I will make it a priority to see him and gather information about his experience. Nothing has been reported to me (clinical impact to the patient as a result of the event). I don't have that information at this time (how the user resolved the situation). Unknown if other instruments were used. The event date is unknown. Intervention: ni. Patient status: nothing has been reported to me.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.